Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Reportedly, the customer continued to use the pump for insulin therapy.